Event description:
On (B)(6): customer reports via phone that during a ureteroscopy and stent placement on approx (B)(6) female patient the system fluoro failed. Customer reports the stent had been placed by the physician and they were at the end of the procedure, so the physician determined they had the information required and ended the procedure. No reported injury.

Manufacturer narrative:
Covidien field service engineer (fse) was unable to duplicate the reported issue of no fluoro and no exception errors noted in infimed log. In discussions with the facility staff, fse learned the problem was there was no "last image hold", the system did fluoro. The fluoro image on the monitor reportedly went away when the physician released the foot pedal. The fse investigated, but could not duplicate this event and verified proper operation per service checklist (B)(4). The system was returned to service by customer.